Event description:
The territory manager reported via phone call that the customer had an insulin pump recently replaced and he had an auto-off time expired and a battery depleted error on the report. Caller stated that the customer was hospitalized on (B)(6) 2015 with a blood glucose over 1300 mg/dl and diabetic ketoacidosis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.